Event description:
The catheter was in place for several days. When the nurse went to remove the catheter, resistance was encountered. The physician repositioned the catheter and then tried to remove it. The catheter separated, and approx. 4 cm was left in the pt. At this time, there is no plan to remove the small piece of catheter.